Manufacturer narrative:
Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was explanted from the patient's right eye due to mechanical issues. The mechanical issues described as diminished vision and glare, not a product issue. This was replaced with a dib00 model of the same diopter power as the original iol. There was no incision enlargement, no vitrectomy, no sutures performed. The patient is fine post-explant. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jan. 12, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection reveal that the lens was coated in viscoelastic residue with a detached and missing haptic. The lens was cleaned and no issues that could cause or contribute to the complaint issues were observed. The complaint issue "blurry vision", "glare", and "explant" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.